Manufacturer narrative:
Batch review performed on 10 march 2020: lot 1900591: (B)(4) items manufactured and released on 23-may-2019. Expiration date: 2024-05-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional item involved in the event, batch review performed on 10 march 2020: gmk-revision 02.07.10.4563 torque limiter wrench - 6nm lot 1752438: lot 1752438: (B)(4) items manufactured and released on 05-jan-2018. No anomalies found related to the problem. To date no any similar event reported.

Event description:
During final implantation of a revision knee surgery, the tibial insert screw had broken of while the surgeon was attempting to put the poly on with the torque limiting driver. As a result, the threaded portion of the insert screw was stuck and could not be removed from the baseplate. The surgeon had to remove the poly and the agent had to provide another poly (uc poly) to complete the case. There was a 10 minute delay in the case and the surgery was completed successfully. The screwdriver used is not correct because has a tourquelimiter of 6 nm instead of the correct one that has a tourquelimiter of 3.5 nm.